Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
A high glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified high glucose reading with the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of hypoglycemia, a loss of consciousness, and was unable to provide self-treatment. The customer had contact with a healthcare professional (hcp) who obtained a blood glucose reading of "31 mg" on an hcp meter and provided glucose intravenously as treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.